Manufacturer narrative:
The returned products were visually inspected under magnification to confirm failure. The wrist fusion plate is fractured at the 4th hole from the proximal end. There are no other issues or excess wear on the plate. Under a microscope the fracture patterns are mostly brittle and 1 end is smooth and shiny. The brittle fracture pattern is consistent with a high energy event. The smooth shiny is consistent with lots of rubbing. Additional mdrs associated with this event: 3025141-2020-00248: screw 1, 3025141-2020-00249: screw 2, 3025141-2020-00250: screw 3, 3025141-2020-00251: screw 4, 3025141-2020-00252: screw 5, 3025141-2020-00253: screw 6, 3025141-2020-00254: screw 7, 3025141-2020-00255: screw 8, 3025141-2020-00256: screw 9.

Event description:
A total wrist fusion plate was implanted in the patient. At some point post op (months), the plate broke. It was explanted on (B)(6) 2020.